Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) suddenly lost power. The nurse immediately checked the power supply. The power cord continued to be intact. Check the power switch of the machine and found that it was turned off, that is, turned on switch, turn on the machine for the second time, and resume normal use. Subsequent replacement of other machine did not harm the patient. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge authorized distributor's field service engineer (fse) evaluated the iabp and replaced the solenoid drive board to address the issue. All functional and safety tests were performed and passed to meet factory specifications. The iabp was then returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) suddenly lost power. The nurse immediately checked the power supply. The power cord continued to be intact. Check the power switch of the machine and found that it was turned off, that is, turned on switch, turn on the machine for the second time, and resume normal use. Subsequent replacement of other machine did not harm the patient. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) suddenly lost power. The nurse immediately checked the power supply. The power cord continued to be intact. Check the power switch of the machine and found that it was turned off, that is, turned on switch, turn on the machine for the second time, and resume normal use. Subsequent replacement of other machine did not harm the patient. There was no harm or injury to patient and no adverse event was reported.